Event description:
It was reported that removal difficulty occurred with the stent delivery system. A 10.0-31 mm carotid wallstent was selected for use with a non-boston scientific 0.014-inch guidewire. The treatment area involved the internal and common carotid arteries. After successful stent deployment, severe resistance was encountered during device removal. Ultimately, the delivery system and guidewire were recovered separately. No visible damage was observed on the device. The procedure was completed, and no patient complications were reported.